Event description:
The patient and his father contacted animas reporting the pump and battery felt hot. They alleged it also happened with a previous battery. They denied any adverse event based on the issue. The patient swam with the pump last summer but has not noticed any moisture or corrosion in the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.